Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the tsc specialist did not find an instrument malfunction. The customer informed the tsc specialist that she thought she had hit pause, but was struck by the sample probe while she was loading the sample cup. The operator's guide for dimension xpand plus instruments states: "before adding samples while the system is in processing status, check the segment position in the segment status area of the screen". The screen informs the operator whether or not it is safe to load an additional sample. The cause of the operator being punctured by the sample probe is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension xpand plus instrument was punctured in the finger by the sample probe while loading a sample cup. The operator washed her finger and applied hydrogen peroxide and an antibiotic ointment. The operator stated that she would be treated with human immunodeficiency virus (hiv) prophylaxis and tested for hepatitis b virus (hbv) and hepatitis c virus (hcv) at three-month intervals per the laboratory protocol. There are no reports of adverse health consequences due to the sample probe puncturing the operator's finger.